Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top case is in excellent condition, cracked and chipped right plunger case and cracked battery door. Damage found on plunger head assembly. Visible contamination by the left bracket pole clamp and on bottom case. Customer?s reported issue was duplicated during self-test. Damage found on plunger head. Flippers get stuck when plunger lever actuated. The root cause of the reported issues was determined to have been caused by the customer's physical damage to the device. Actions taken to mitigate the reported issue: installed ear flange sensor correctly.

Event description:
It was reported that plunger doesn't function smoothly. No patient injury reported.